Event description:
It was reported that the video system center displayed a communication error (error code e315). The issue occurred during an unspecified procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was not returned to olympus. Based on the results of the investigation, a definitive root cause could not be determined. The service manual for cv-170 confirms the following: code e315: unsupported scope e315, this scope cannot be used. Details: the endoscope is incompatible with the video system center, or the video system center or the endoscope malfunctions / foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. Olympus will continue to monitor field performance for this device.